Manufacturer narrative:
Event date is estimated. Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4).

Event description:
Related manufacturer report number: 1627487-2023-00020. It was reported that the patient's ipg had reached end of life and the patient's lead had high impedances. The investigation did not determine which lead had high impedances. Surgical intervention was undertaken and the ipg and lead was explanted and replaced.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment.